Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens (iol) implant procedure, zonular dehiscence occurred. The iol was exchanged for a different model iol during the initial procedure. There was no patient harm. The patient was recovered and was discharged.

Manufacturer narrative:
Product evaluation: the iol was returned for analysis and the reported complaint could not be confirmed. Additional observations were as follows: iol returned posterior surface up instead of anterior surface up in the iol case. Solution is dried on both surfaces of the optic and haptics. The optic has two torn/split-cuts, resulting in approximately one quarter of the optic being removed. The root cause for the reported complaint "zonule dehiscent after delivery of iol" could not be determined. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).